Manufacturer narrative:
The lift has not been returned for evaluation, no further information about the incident has been obtained. Based on the information provided, a device malfunction cannot be confirmed. The complaint could not be verified, and the underlying cause could not be determined, due to the consumer will not return the lift. This lift was manufactured by invacare (B)(4), however, they are no longer in business. The manufacturer of these lifts has since been transitioned to invacare (B)(4). Therefore, the MDR is being filed under (B)(4). Invacare is filing this medwatch in an abundance of caution due to the severity of the outcome. Should additional information become available, a supplemental record will be filed.

Event description:
The end user's wife reported that a caregiver and herself were both attending to her husband in an (B)(6)-year-old rpa600-1 lift. The caller stated; the lift fell over and landed on top of her husband. He was taken via ambulance to the hospital, where he was diagnosed with a broken pelvis and fractured l3-l5, he was admitted for about 7-days.